Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the customer had experienced a sensor anomaly. They connected the sensor and the transmitter, but it didn't blink. Customer removed the sensor and notice the electrode was missing from the sensor. Customer's blood glucose wasn't provided. Customer agreed to replace the sensor.